Event description:
Apollo anesthesia machine malfunctioned despite previous maintenance. Certified company, draeger contacted to evaluate/repair machine. No adverse effect on patient. Manufacturer response for apollo anesthesia machine, apollo anesthesia machine (per site reporter): certified draeger tech contacted to come to hospital and evaluate / repair equipment.